Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Investigation methods/results: the implant was returned with a cover screw attached, but not in original package. The part was measured and verified to be an inclusive tapered implant 3.7 mm x 10 mm x 3.5 mm (70-1070-imp0006). The implant thread was intact and there was no defect or non-conformity observed. Heavy bone debris was observed from the implant. Root cause: "loss of osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for loss of osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the loss of osseointegration. In this case, the physician reported the patient had poor hygiene may have contributed to the implant failure. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. Corrected h10 narrative omitted from the initial submission. This is the 2nd of 3 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants. 3011649314-2020-00581, 3011649314-2020-00583.

Manufacturer narrative:
This is the 2nd of 3 failed implants reported on the same patient. The following manufacturer reports for the remaining implants: 3011649314-2020-00581 and 3011649314-2020-00583. UDI is not applicable - the device was manufactured before UDI was implemented. The device has been returned but not yet investigated. Once the investigation has been completed a supplemental report will be submitted.

Event description:
It was reported that the inclusive tapered implant failed. The patient has bone grade typed ii. The patient has a history of hypothyroidism and menopause. The patient presented on (B)(6) 2016 for primary procedure on tooth #6. On (B)(6) 2020 the patient presented with complaints of pain. Upon examination, the provider notes loss osseointegration in addition to infection, general bone loss and granulated tissue around the implant. It was at that time the implant was removed. The provider states the patient current status as "satisfactory".